Event description:
Dream station 2 malfunction serial # (B)(6) last week, on (B)(6) 2025, my dream station 2 had a strong burning chemical smell coming from machine. Also, the air flow coming from the machine became very loud and forceful. Also, the heated water chamber plate was hot to touch. I changed all tubing, filters, headgear and even the water chamber, but the burning smell and loud forceful airflow did not stop. I received this dream station 2 machine on (B)(6) 2020 as a replacement for the worldwide dream station recall. Now the replacement is malfunctioning after just 5 years. I stopped using my CPAP on (B)(6), due to poor sleep from loud noise, burning smell, high forceful air flow, and daily shortness of breath with coughing on awakening as I tried to clear my lungs of the irritating fumes. I've contacted my doctor and CPAP supplier, (B)(6). But I still have no functioning CPAP machine. I also sent an email today to (B)(6). Product codes: 1437, 1425, 2877, 2954, 3023. Patient codes: 2517, 4457. Ref report: mw5178126.